Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "revision of right bipolar hip to total hip for pain." Patient was revised from a c-taper lfit head with uhr bipolar component to a c-taper ceramic head with trident poly insert and trident cluster hole shell.